Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that 4 fps out of 26 and that they were confirmed to be negative using pcr testing. "

Manufacturer narrative:
After further review, it was determined that this complaint was filed for the incorrect product. A corrected case and report was opened under pr# (B)(4). Therefore this MDR should be considered cancelled.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "it was reported that 4 fps out of 26 and that they were confirmed to be negative using pcr testing."